Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/ test due to faulty sensor resistor. Unable to perform excessive no delivery test due prime anomaly. The motor was tested outside the device and passed. Low reservoir alarm functioning properly during testing. No unexpected low reservoir alarm noted during testing using a water fill test reservoir. Unit received with cracked case at display window corners, unit received with minor scratches on reservoir tube window and minor scratches on lcd window. Unit received with bleeding lcd glass. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.